Event description:
It was reported that the manufacturer¿s representative (rep) met with the patient and the only thing that came up on the programmer was the top status row when synching post-programming. There was nothing below the top row of icons, no dashes, group box, etc. The rest of the patient programmer (pp) screen was completely blank even though the caller stated he set up programming and had a report print out that showed there was an a group. Another pp was tried and the same thing occurred. The patient was in a clinical study in the control group. They were setting the patient up to have ¿commercial programming¿ and taking her off the control plan. It was noted the patient¿s stimulation was set to be on three seconds and off for 30 minutes at a time. The rep. Was advised to try re-interrogating the device and auto filling group b since group a wasn¿t showing up. After using auto fill, the rep was able to use the pp to access the b group but not a group. The rep. Then set up a c group and deleted the a group. It was noted no error messages came, no ¿call doctor icons,¿ etc., nothing on the pp either. It was noted the patient fell three weeks prior to the report but there were no immediate concerns about therapy/device issue. The reason this was brought up was to see if this prompted the programming issue though it was not apparently related. Impedance testing showed impedances of greater than 10,000 on electrode 15. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3777q60, serial# (B)(4), product type: lead. Product ID 3777q60, serial# (B)(4), product type: lead. The manufacturing site ID was previously reported as #3007566237. Additional information indicates the correct manufacturing site ID is 3004209178.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that interrogation records from (B)(6) 2014 indicated high impedance on electrode 15 greater than 10,000 ohms. The device was explanted on (B)(6) 2015. The etiology was noted as not applicable to the device or therapy and not related to the implant procedure. No signs or symptoms were associated with the event. The outcome was noted as ongoing with no further actions needed.

Manufacturer narrative:
Concomitant products: product ID 3777, serial# unknown, product type lead; product ID 3777, serial# unknown, product type lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3777q60, serial# (B)(4), product type: lead; product ID 3777q60, serial# (B)(4), product type: lead; product ID 3777q60, serial# (B)(4), product type: lead. (B)(4). Analysis of the implantable neurostimulator (ins) found no anomaly. Analysis of the lead serial number (B)(4) found that the lead proximal end conductor was broken. Conductor wire 15 was broken at the connector sleeve on the proximal end.

Event description:
Additional information received from the healthcare professional (hcp) reported that the battery was explanted for normal battery depletion. The patient recovered without sequelae.

Event description:
Additional information reported the programming issue resolved itself after deleting group a. Although the impedances were somewhat high they were confirmed to be within normal limits. The cause was not determined and no interventions were taken. The patient was receiving effective therapy.

Manufacturer narrative:
(B)(4).